Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent advanced for treatment. However, it was noted that the proximal part of the stent was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.